Event description:
It was reported that during an unknown procedure, the jaw of the device could not close. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.